Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the intial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant products: us157850 m2a-magnum pf cup 529290; 192110 echo por fmrl lat nc 981040; 157444 m2a-magnum mod hd 908360; 139254 m2a-magnum 42-50mm 744910. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03845 and 0001825034-2017-03846.

Event description:
It was reported by patient's legal counsel that the patient's right hip was revised approximately ten years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filled to relay a additonal information, which was unknown at the time of the initial medwatch.

Event description:
It was reported by patient's legal counsel that the patient's right hip was revised approximately ten years post-implantation due to metal on metal, metallosis, high ion levels, recurrent instability and dislocation. Medical records noted trendelenberg gait and a right foot drop, failure of the previous posterior capsular repair, metallosis with a gray tinted superficial layer of tissue over abductors and posteriorly over the gluteal musculature, synovitis, posterior abductors were basically absent, and the anterior abductors were weak and atrophied. The femoral component was stable, but had poor anteversion, scar tissue was resected.